Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) developed a hematoma at the incision site. The patient presented to the clinic and it appeared the sucuticular area had torn. Derma-bond was reapplied and the incision was sealed. The patient was prophylacitcally started on clindamycin. It was reported the patient later expired due to complications post an abdominal aoritc aneurysm repair.